Event description:
The user facility reported that during a percutaneous coronary intervention (pci) procedure, the ns guidewire was advanced to the lesion site. After the balloon was inserted and adequately dilated, an attempt was made to withdraw the balloon; however, the ns guidewire got stuck to the balloon, causing both the balloon and the guidewire to be pulled out together. Upon inspection of the guidewire, it was found that the coating on its surface had peeled off, leading to the ns guidewire being deemed unusable and discarded. There was no patient injury and/or medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. The actual sample was discarded by the involved facility; therefore, the actual sample was not returned. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if necessary, connect a y connector to the guide wire port of the balloon dilatation catheter, and prime the balloon dilatation catheter with heparinized physiological saline solution." "If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Confirmation of the provided image: the lock adapter had been detached from the male connector of the three-way stopcock. The flow path of the three-way stopcock was found to contain liquid, suggesting that it had been primed. Visual inspection of the actual device upon receipt: the lock adapter was found to be detached. No anomaly such as damage was found in other parts. Appearance confirmation of the actual device with a microscope: no anomaly such as deformation was found in the male connector or the lock adapter. The outer diameter of the rib on the male connector of the actual device and the inner diameter of the lock adapter were measured. Compared with those of the current product, no difference was found. Elemental investigation of the male connector of the actual device by sem/edx (scanning electron microscope/energy dispersive x-ray spectroscopy). Na and cl were detected, which are not present in the current product. Simulation test: it was considered possible that some substance adhered to the surface of the male connector, and when the lock adapter was retightened with the lubricity increased, the lock adapter was detached. Therefore, after applying saline solution to the factory-retained male connector, connecting the female connector, and applying torque load to the lock adapter, it was found that the lock adapter can be detached. However, in the actual device, it was not possible to determine whether the priming liquid leaked and adhered due to the lock adapter being detached, or if the lock adapter was detached due to leakage for some reason. Our three-way stopcock is designed so that the internal step of the lock adapter catches the rib of the male connector, preventing loosening when fitting with the female connector. Therefore, if the lock adapter completely overcomes the rib due to some factor, the fitting can be detached. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report was found. Based on the investigation results, as the cause of this case it was considered possible that the lock adapter was detached as it was retightened while a substance that increases lubricity adhered to the actual device due to some factor. However, it was not possible to clarify the cause of the occurrence.